Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative and a patient with two implantable neurostimulators (inss) for the treatment of spinal pain. It was reported that the patient had not charged their inss since before (B)(6) 2018 because they were in a car accident. The patient had not charged the inss as they were in the ICU and were on pain medications due to the car accident. The patient began physical therapy and was having excruciating pain and trouble walking. The patient realized that the inss were not working for the pain. The patient thought they had charged the implants, but upon further review realized that encountered a reposition antenna screen on the ins recharger (insr) and a poor communication screen on the patient programmer (pp). The manufacturer representative reported that both of the patient¿s inss were overdischarged and could not communicate with external devices. The manufacturer representative planned to perform a physician mode reset on both of the inss. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the car crash didn't affect the stimulation; the patient had just failed to charged the batteries while they were recovering. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.